Event description:
Received product complaint reporting an internal "blood leak" of the dialyzer during initial use. The dialyzer was pre-processed & reported to have been leak tested with the initial testing. The pt tolerated the blood loss without adverse effect, with no medical intervention required. The extracorporeal circuit was discarded, estimated blood loss 230 ml. The dialysis was resumed with a new dialyzer without further event. The dialyzer was discarded. It was confirmed that there have been no further leaks in this facility. MDR filed due to blood loss reported.